Event description:
Report received of an independent rate change. Reportedly, the nursing supervisor stated that after the nurse programmed the pump to an unspecified rate, "the rate changed to 999ml/hr on its own." The device was removed from clinical service. There was no reported adverse patient event. Though requested, no additional info was provided.